Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: in four (4) patients the imf screws broke in half, all in the same location during insertion after three (3) or four (4) turns. Patient #2, 3, and 4: it was reported by the surgeon three (3) patients had a broken imf screw after three (3) or four (4) turns. The size of the screw is unknown. Patients were all males and were between (B)(6) years old. It was noted by the surgeon: another case (patient) he was able to remove a broken 12mm screw. It is not known which of the four patients this report belongs to. This report is on patient #3 with one broken screw. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis.age between (B)(6) years old.this report is on an unknown imf screw, part and lot numbers are unknown.without a part number the 510k number cannot be provided.without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.